Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in the emergency room for a device changeout procedure. Upon interrogation, the pulse generator was unable to exhibit a magnet response. The device was explanted and replaced. No patient symptoms were reported.

Manufacturer narrative:
Final analysis found the pulse generator exhibited premature battery depletion. The cause of the premature battery depletion could not be determined. This likely caused the reported complaint in the field.